Event description:
This customer reported that a pt had a skin tear after removal of defibrillator pads post-cardioversion. We have not yet been able to verify the details of this report.

Manufacturer narrative:
(B)(4). This customer reported that a pt had a skin tear after removal of defibrillator pads post-cardioversion. We have not yet been able to verify the details of this report. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.